Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had critical pump error on insulin pump. The customer¿s blood glucose level was 5.7 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No critical pump error(open book image) noted during testing. Moisture damage was found on the electronic assembly during visual inspection. No moisture damage was found on motor/force sensor/keypad assembly. (B)(4).